Event description:
"On (B)(6) 2013 the ssu at maquet medical in (B)(6)reported that the hcu 30 serial number (B)(4) displayed errors 1004, 1016 and 3032 repeatedly. (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu and the control board, I/o board and patient side actuator were replaced. The device was working normally after the replacement. (B)(4)"